Event description:
It was reported that an everest xt locking screw inserter was "clicking" and kept loosening from the screw intra-operatively. Surgery was successfully completed with another inserter and a 20 minute surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: cleaning/reprocessing - k2m reusable devices are supplied non-sterile and must be thoroughly cleaned prior to sterilization. Thermal disinfection may be also be performed to render the devices safe for handling however sterilization must be performed as a final step in reprocessing. Point of use - contaminated instruments should be wiped clean of visible soil at the point of use, to prevent drying of soil and contaminants in and on the device. Flush cannulated devices with sterile or purified water to prevent the drying of soil and/or debris on the inside. Factors such as consistent use of this instrument throughout its lifetime, or previous misuse of instrument may lead to the reported failure at the tip. Since the device was not returned, a conclusive root cause could not be determined.

Manufacturer narrative:
Return status of the device is unknown.

Event description:
It was reported that an everest xt locking screw inserter was "clicking" and kept loosening from the screw intra-operatively. Surgery was successfully completed with another inserter. No adverse consequences or medical intervention were reported.